Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient was traveling and did not bring her patient programmer with her. It was noted while getting out of the car she was getting shocked at the vaginal area for half an hour. It was noted that she had the residual affect at the time of report but that she was no longer at the shocking sensation. Additional information requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3031a, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 3093-28, lot# j0543059v, implanted: 2006-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient electively decided to have the device removed. No troubleshooting was done. It was unknown what caused the patient to feel the shocking sensation, but no malfunctions or device issues were suspected. The patient did well during and after surgery.